Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine sulfate 10 mg/ml at 2.367 mg/day via an implantable pump for non-malignant pain. It was reported the patient experienced episode of somnolence followed by confusion and mental status changes beginning on (B)(6) 2017. Per family, the patient slept all day on (B)(6) 2017, wandered around the house undressed, and was confused the next day with no memory of events. The patient went to the hospital (B)(6) 2017 and believed it was possibly related to combination of overuse of nyquil with other multiple medications as of (B)(6) 2017. The clinical diagnosis was 'possible drug side effects'. As intervention, narcan medication was administered. The patient reported being given narcan at the hospital on (B)(6) 2017 and was counseled about overuse of nyquil and prescription meds and told to follow up with physician as of (B)(6) 2017. Oral cns medications were held on (B)(6) 2017 and prophylactic vancomycin and levaquin was given in ER. The pump was reprogrammed on (B)(6) 2017 and the pump was decreased to ensure pump drugs were not a contributing factor. Per hospital, on (B)(6) 2017 the patient had come in with altered mental status, disorientation, and drowsiness since day before. A family member reported the patient was taking clothes off and urinating on the floor. There was a low suspicion for infection. Examination on (B)(6) 2017, the patient was alert, cooperative and oriented. There was a diagnosis of toxic metabolic encephalopathy and was noted that multiple meds plus pump may be causing confusion. Laboratory testing (B)(6) 2017 resulted in blood culture showing no growth and no fungus through (B)(6) 2017. Left lower extremity venous doppler on (B)(6) 2017 resulted in no evidence of deep vein thrombosis (dvt). A lumbar puncture on (B)(6) 2017 showed no evidence of meningoencephalitis. Chest x-ray showed no evidence of acute cardiopulmonary disease on (B)(6) 2017 and CT scan without contrast (of head) showed no acute findings. Additional information was received from clinical research coordinator that the patient was in the hospital from (B)(6) 2017 as the result of an episode of confusion. The event resulted in in-patient or prolonged hospitalization. It was not yet clear whether or not this was related to the pump or pump medication, but the physicians did give a pump decrease at patient's next office visit just in case the pump medication was contributing in any way. Medical records from this hospital stay were requested. The etiology was noted as possibly related to the drug (morphine sulfate), device or therapy and not related to the implant procedure. The drug action that caused the event was specified as 'increase dose'. The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.